Manufacturer narrative:
Bg levels were still elevated at 400mg/dl during customer follow up, and the customer was only responding to insulin pen injections. System check was performed with tandem technical support, and the pump performed as intended. The customer will be meeting with their healthcare provider to discuss diabetes management. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels have been elevated (390mg/dl) for the past 2 days. The customer went to the hospital to try to figure out what was wrong, and obtain assistance on how to bring bg levels back down. Elevated bgs levels were treated by changing out the site, and administering a correction bolus.